Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "extended femoral osteotomy for revision of hip arthroplasty" written by rodrigo mardones, md, carlos gonzalez, ms, miguel e. Cabanela, md, robert t. Trousdale, md, and daniel j. Berry, md published by the journal of arthroplasty vol. 20 no. 1 2005 was reviewed. The article's purpose was "to review a large series of extended greater trochanteric osteotomies to determine the risk of complications associated with the procedure." Data was compiled from 34 male and 39 female patients age range 39 to 88 years with follow up range 1 to 5 years that received osteotomies utilizing depuy implants between january 1998 and december 2001. The depuy stem was the main focus on the study utilized in the procedure. Depuy products utilized: solution stem. Adverse events: pain, subsidence (treated by revision), non displaced femoral cracks extending distal to end occurred during press-fit implant insertion intraoperatively (intervention not specific exception of one that also experienced stem subsidence and loose stem requiring revision).